Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.

Event description:
Incident as reported: laparoscopic cholecystectomy - "surgeon said he was removing the inzii bag (with the gall bladder inside) through an incision when the bag burst." Type of intervention: after the bag burst the surgeon said he had to retrieve a couple of stones.